Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an error message appeared indicating a device parameter error had occurred. The device was programmed to the nominal settings following the instructions. It was later reprogrammed to the original implant settings. A full follow up was performed without incidence. The patient will be monitored via remote monitoring system.